Event description:
Leakage occurred from a hole near the juncture. Found 58 days after placement.

Manufacturer narrative:
This complaint is confirmed, and should be recorded as user related. The split located on the catheter tubing contains characteristics associated with burst trauma, secondary to over- pressurization. It appears infusion pressures have exceeded the elastic strength of the tubing during infusion. Gross visual and microscopic examinations and functional testing showed no evidence of a defect or deformity related to the manufacturing process. A chr of lot #husa1680 showed no other product complaints from this lot number.